Event description:
It was reported that the patient received inappropriate shocks. Noise was observed on the ventricular channel. High threshold, high sense/pace impedance and low r-wave amplitude were observed. The lead was left in place with the high voltage therapies disabled as the patient has never received therapy from the device nor has indication for ventricular pacing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.